Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level because they did not deliver meal bolus yet and they were not using insulin pump because of restart they want. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated insulin pump had post reset ram crc alarm and they were able to clear the alarm and they were able to rewind insulin pump. Customer states the alarm occurred immediately after a battery change. Customer stated insulin pump had little crack on clip. The insulin pump will not be returned for analysis.